Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the implantable cardiac monitor (icm) exhibited undersensing. No programming changes were made. The patient was stable throughout.